Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n341229, implanted: (B)(6) 2012, product type: accessory. Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID 8590-1, lot# n341229, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
Information received from the consumer patient receiving prialt (46.1mcg/ml at 3.5mcg/day), bupivacaine (30mg/ml at 2.279mg/day), and dilaudid (13.1mg/ml at 1mg/day) via implanted pump. Indication for use was noted as non-malignant pain and radiculopathy. It was reported that the patient had volume discrepancies with multiple fills over the last 6 months or so, as well as inadequate pain relief. The symptom of inadequate pain relief was noted to have been a sudden change in (B)(6) of 2015. The patient reported that they tried to aspirate the catheter but could not. It was determined from the catheter access port (cap) study that the catheter was kinked. The catheter and pump were replaced. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)